Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was rebooted and an auto fast check was performed. The system was then found to be operating as intended.

Event description:
The customer reported the system would intermittently not boot up. There is no report of patient injury.